Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5090900. It was reported that a female patient underwent unknown breast surgery with mentor smooth round moderate profile 325cc saline breast implants which the patient reported that she had mentor smooth saline breast implants put in under the muscle in 2005. Shortly after having implants, patient started to notice health issues that she never had before. She started to notice the first health issue 3 months after implant. At first it was a slower decline in health followed by a sharp decline. She indicated that her current symptoms are as follows: migraines, panic / anxiety disorder, decline in vision, blurry vision, vertigo, heart palpitations, brain fog, weight gain, hormone imbalance, extreme heat intolerance, frequent urination, burning bladder and bladder pain, tremors, swelling around eyes and face, extreme debilitating fatigue, night sweats, rapid tooth decay and gum recession, exercise intolerance. I have also been diagnosed with sibo, small intestinal bacteria overgrowth, positive ana, high platelets, severe sleep apnea, postural orthostatic tachycardia syndrome, rapid gastric emptying, interstitial cystitis, severe sleep apnea, ehlers danlos syndrome, costochondritis, low vitamin d, low b12, anemia, low progesterone. Patient reported that she is planning to remove the devices sometimes in 2020. Mentor is not aware of the exact removal date, if additional information received regarding the explantation date, mentor will report accordingly. This report is for the left side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).